Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 5/11/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Manufactured date and UDI # have been populated. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) female patient underwent an idiopathic ventricular tachycardia ablation procedure for frequent premature ventricular contractions (pvcs) with a thermocool smarttouch bi-directional navigation catheter. During ablation phase, the patient became hypotensive and a tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded 250 ml. Patient was reported to be in stable condition. Patient required one additional night for observation. Patient fully recovered. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Event description continuation: during catheter manipulation. There were no errors reported on any biosense webster, inc. Equipment during the procedure. There was no shaft proximity interference value reported. Thermocool smarttouch bi-directional navigation catheter was not in close proximity to another catheter. Thermocool smarttouch bi-directional navigation catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant products: non-biosense webster, inc. - st. Jude medical sl1 sheath (with wire from sheath only). Non-biosense webster, inc. - st. Jude medical agilis sheath. Carto 3 system. Model #: unknown. Serial #: unknown. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an idiopathic ventricular tachycardia ablation procedure for frequent premature ventricular contractions (pvcs) with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation phase, the patient became hypotensive and a tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded 250ml. Patient was reported to be in stable condition. Patient required one additional night for observation. Patient fully recovered. Medical history includes frequent pvcs and sarcoidosis. There were no factors cited that may have contributed to the adverse event. Although the physician is unsure of when the injury occurred, he thinks it was procedure-related, as it may have occurred during catheter manipulation or ablation. Transseptal puncture was performed with a st. Jude medical sl1 sheath (with wire from sheath only). St. Jude medical agilis sheath was also used. Generator parameters at the time of injury included power control mode at 30 watts with temperature cut-off of 43 degrees celsius and impedance cut-off of 250 ohms. Power was not titrated. There is no information regarding overall ablation time and last ablation cycle time at the site of injury. Irrigated catheter flow was set at 17ml/min. Patient received anticoagulant during the procedure with activated clotting time maintained between 250-300 seconds. Although there were no complaints of equipment malfunction, there were some higher force readings.